Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch report that the tip of the ar-13995n needle broke off in the patient. X-ray did not show the fragment in the patient. The surgeon believes the broken fragment was suctioned out of the patient.